Event description:
Healthcare professional reported, unknown side capsular contracture baker grade IV and "periprosthetic seroma with heterogeneous pseudonodular content." The device has been explanted and replaced. A total capsulectomy was performed.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation of the device 100%. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, unknown side capsular contracture baker grade IV and "periprosthetic seroma with heterogeneous pseudonodular content." The device has been explanted and replaced. A total capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "drained the large periprosthetic seroma¿ diagnosed via MRI. The device has been explanted with a total capsulectomy and replaced with a non-allergan device.